Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self test failed. There was no patient involvement. The device was evaluated by the customer with the help of a philips rse. The customer was instructed to re-run the operational check and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).